Manufacturer narrative:
(B)(4). D10: ringloc bi-polar 28x47mm, #item 11-165218, #lot 67430478. Z1 ho col cmtless sz 7, #item 611202070, #lot 67632550. Therapy date: (B)(6) 2026. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision approximately 4 weeks post-implantation due to dissociation of the bipolar cup from the head. Attempts have been made and no further information has been provided.